Event description:
The customer reported that he had a low blood glucose of 30mg/dl in may and the paramedics were called and treated him. Then, the customer was taken to the hospital. The customer stated that he was put on u500 insulin and had many low blood glucose episodes. The customer requested assistance in changing the settings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.